Event description:
Reporting status: serious injury - medical intervention reporting rationale: removal of separated guide wire. Device issue: guide wire separation. It was reported that during the procedure to treat a calcified lesion, the guide wire became stuck and could not be turned. The guidewire was removed without much force, but the distal 25 cm separated from the rest of the guide wire. Part of the separated piece was still in the guide catheter; so by inflating a balloon, the guide wire could be locked in place and the whole system was retracted out of the pt. No add'l event or pt info is available.